Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The information provided is limited and the contact has not responded to multiple requests for additional information. At this time no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw 5075434): in summary: it is alleged that on (B)(6) 2015 the patient was implanted with a davol perfix plug for the repair of a right inguinal hernia. Per the maude event report the patient has symptoms of chronic pain, obstruction, bloating and migration.